Event description:
It was reported by the rep the device was used durinig a exploratory laparoscopy. It was reported the obturator of the 511sd would not arm after first insertion. Another trocar was pulled to complete the case. There was no consequence to the pt.